Event description:
The customer stated that her meter was reading high. The customer performed a normal control test and got a result of 139mg/dl. The range is 68-98mg/dl. The customer did not allege any adverse events. Customer service requested that the strips be returned for evaluation. A replacement contour meter was to be sent to the customer.